Event description:
It was reported that a physician's handheld device was not functioning properly. The handheld would take a long time to turn on. It was requested that the site perform troubleshooting, however, the site refused. The handheld had been left on all night and had not been charged. It was explained to the site that if the device is not charged, the battery will become depleted causing the handheld to go through a hard reset when it does turn on. The site was sent a replacement handheld device at their request and the handheld in question was returned to the manufacturer for analysis. Device evaluation has not been completed at this time.